Event description:
As reported, a patient underwent an initial total hip arthroplasty. Subsequently, the patient was diagnosed with early wear of the prosthetic polyethylene with particulate disease, was admitted to the hospital, and needs surgical intervention to prevent injury or permanent disability. No further information provided.